Event description:
It was reported that during a gastric sleeve procedure, the device did not fire at all, instrument broken. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Instrument a: cartridge shrouds. Instrument b: (B)(4). Exp date: 10/26/2015; MFR date: 11/26/2010; (B)(4). The analysis found that one ec60 device (a) was returned with the shrouds opened and the closure trigger broken and in the opened position. The firing trigger was also damaged. In addition, an ecr60w cartridge reload present. The reload was received unfired and with the cartridge deck damaged. No functional test was performed due to the condition of the device. The damage to the cartridge deck and the handles is consistent with clamping over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle and the shrouds. The device was disassembled to verify the internal components and no additional anomalies were noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis results showed that one ec60 device (b) was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape.